Event description:
The technician alleged the brake caster at the head of the stretcher swivels while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster at the head of the stretcher to resolve the issue.